Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device was clearly seen perforated through the fallopian tube') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with date of removal surgery or date scheduled : (B)(6) 2018 and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain removal surgery or date scheduled: (B)(6) 2018. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: newly added events- fallopian tube perforation, essure removal date were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with date of removal surgery or date scheduled: (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain. Removal surgery or date scheduled: (B)(6) 2018. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : abdominal pain, pelvic pain. Reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.